Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one month post implant of the cardiac resynchronization therapy defibrillator (crt-d), the patient developed a blister over the incision site and received antibiotics. Six months later, the patient noticed more swelling and discomfort. An ultrasound revealed hypoechoic area suggesting fluid. The patient was monitored and then a year later, the discomfort and swelling came back but labs were normal, so the patient continued to be monitored. Another year later, the discomfort was back along with stabbing aches, and the patient developed an abscess with observed redness, blistering, and swelling. The crt-d system was explanted besides the left ventricular (lv) lead. The system was replaced with an implantable pulse generator (ipg) system and the lv lead was capped. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID 694765 (B)(6); product type: 0264-lead-hv; implant date (B)(6)2011; explant date (B)(6)2025 product ID 419588 (B)(6); product type: 0269-lead-lv-lh; implant date (B)(6)2011; explant date (B)(6)2025 product ID dtpa2d1 (B)(6); product type: 0236-crt-d; implant date (B)(6)2022; explant date (B)(6)2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.